Event description:
A pt svc rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the charger/modem was not charging his batteries. The pt was provided with a replacement charger/modem and battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries) has been confirmed. As received, the q1 transistor (controls current flow during charging) and u13 (8-bit cmos flash micro-controller) were shorted on the bedside board. The cause of the inability to change the batteries is the shorted q1 transistor and u13 micro-controller. The root cause of the shorted q1 transistor and u13 micro-controller cannot be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. As received, the battery was non-functional in a charger and monitor. Upon eval, the battery was not being charged. The cause of the lack of charge is the defective charger/modem. No adverse event resulted from the damaged transistor or micro-controller or defective battery pack. The pt received a replacement charger/modem. Device mfg date: battery pack: 02/2013.